Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is complaining of pain and neuropathy while using the spinal pak assembly. The patient said they could not wear the unit beyond 3 hours due to pain. The patient stated she couldn't walk due to pain in her legs. It was later reported by the patient that she only used the spinal pak for 4 days. She has nerve damage in her feet, and the device increased her pain in her feet and legs. By the fourth day, she could hardly walk. She took off the assembly, called her doctor and the company, and no longer used it. The patient never used the device again. No additional patient consequences have been reported.